Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is complete.

Event description:
A customer reported receiving imprecise readings on their freestyle freedom blood glucose meter. The customer reported obtaining the readings of 127 mg/dl and 425 mg/dl. The blood tests were performed within a ten min timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. The customer reported experiencing the following symptoms: nausea, nervousness and excessive sweating. The customer also reported drinking milk to counteract the symptoms. There was no third party medical intervention reported. There was no report of death or permanent impairment associated with this event.